Manufacturer narrative:
(B)(4). The customer reported that there was a loss of audio. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a loss of audio. No pt harm was reported.